Event description:
A contact of a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during dwell 1 of 5. The patient was connected during the incident. A fluid leak was subsequently discovered. The fluid leak was discovered during treatment coming out of the cassette door. The cause of the leak is unknown. Upon followup the patient contact confirmed the reported event. The patient completed treatment manually. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient contact confirmed that the patient is continuing with peritoneal dialysis without issue and without reoccurrence of the reported event. The patient contact stated the liberty cycler set was available for return to the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact of a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during dwell 1 of 5. The patient was connected during the incident. A fluid leak was subsequently discovered. The fluid leak was discovered during treatment coming out of the cassette door. The cause of the leak is unknown. Upon followup the patient contact confirmed the reported event. The patient completed treatment manually. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient contact confirmed that the patient is continuing with peritoneal dialysis without issue and without reoccurrence of the reported event. The patient contact stated the liberty cycler set was available for return to the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.